Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented to the operating room with extra cardiac stimulation, complete heart block and having to be paced intermittently. Lead fracture due to lead dislodgement was suspected. The lead was capped and replaced.